Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d complaint re-opened to update UDI information with all available information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed needs assistance with arctic sun device not cooling. Hooked up to calibration testing unit and was giving error 80 (water check time out - unable to reach calibration temperature). Biomed had device and giving error 116 (patient temperature change not detected). Per biomed via phone on 01jul2024, customer states that they replacing the mixing pump. Once replaced and recalibrated, they will return the device to service. The correct serial number for this device is (B)(6).

Event description:
It was reported that biomed needs assistance with arctic sun device not cooling. Hooked up to calibration testing unit and was giving error 80 (water check time out - unable to reach calibration temperature). Biomed had device and giving error 116 (patient temperature change not detected). Per biomed via phone on 01jul2024, customer states that they replacing the mixing pump. Once replaced and recalibrated, they will return the device to service. The correct serial number for this device is 1965.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed needs assistance with arctic sun device not cooling. Hooked up to calibration testing unit and was giving error 80 (water check time out - unable to reach calibration temperature).